Manufacturer narrative:
H6 medical device problem code a01 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted surgically into the left femoral vein in a 70-year-old male patient with a past medical history of diabetes, presenting in scai stage e shock, on an intra-aortic balloon pump, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-operatively cardiothoracic (CT) surgery. The impella was placed due to right ventricle (rv) failure. While the patient was in the intensive care unit (ICU), there was hemolysis due to tinged foley/urine. The pump was noted to be in good position. The patient was taken back to the operating room (or) for chest closure. Flows noted to be reduced. The physician performed a quick pump stop and turned it back on to break suction, but was unsuccessful. The pump position was checked and noted to have not moved since surgery. It was also noted that the patient could not be properly anti-coagulated due to post-surgical detriment. After three days on support, the device was removed. The post-procedure outcome is survived at explant. The impella functioned at p-9 at 1.3l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the low pump flow issue was likely biomaterial ingestion as evidenced by returned product showing ingested thrombus and data log pattern showing ingestion and its effects on pump parameters. Additionally, issue did not reproduce in the lab after clearing of biomaterial. The cause of the issue was likely biomaterial ingestion as evidenced by returned product showing ingested thrombus and data log pattern showing ingestion before reported hemolysis.